Event description:
It was reported that after opening the package the neurosurgeon found that the lead was bent at the tip. The product was not used with the patient. The product was replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the lead, lot #0205615204, found the lead was bent at the distal end new out of the box.